Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the body of the device to have deformed as though exposed to excessive heat. Eschar was noted inside the body of the device. The activation button housing was deformed and the activation button was stuck in the on position. The customer reported that the device latched on. The reported condition was confirmed. This caused the device to self activate. The eschar in the suction tube inside the body of the device indicates the device was used in a procedure. The IFU states, this product cannon be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse , and is therefore intended for single use. Attempts to clean or sterilize there device may result in a bio-incompatibility, infection, or product failure risks to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after pressing the button, it didn't return. There was no patient injury.